Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported leak/splash (loss of fluid column during prep). The reported loose or intermittent connection of the stopcock, however, was confirmed. Additionally, silicone fluid was observed inside and around the flush port luer. The observed silicone fluid inside and around the flush port luer resulting in the loose or intermittent connection associated with the stopcock not able to be securely tightened onto the flush port luer and leak at the account may be related to a potential product quality issue, therefore, exception (issue) 132955 was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on all available information and the results of the returned device analysis, the observed silicone fluid inside and around the flush port luer resulting in the loose or intermittent connection associated with the stopcock not able to be securely tightened onto the flush port luer and leak (loss of fluid column) at the account may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. It was noted that th stopcock could not stay attached. There was no clinically significant delay in the procedure.